Manufacturer narrative:
A ge service representative adjusted the generator interface board voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would make a beeping noise constantly even though there was no x-ray. No patient injury was reported.